Event description:
It was reported that the monitors on the cart/workstation would not come on. They could cause the sys to be unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.